Event description:
The customer reported being hospitalized due to diabetes ketoacidosis. The blood glucose reading was over 560 mg/dl. The customer denied troubleshooting the insulin pump. The customer stated that the cause of his admission was the cannula being bent. The customer stated that he has treated with a meal and he is doing fine at time of call. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.